Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose of 22.1 mmol/l, with the presence of moderate ketones. The customer attempted to resolve the bg by a manual insulin injection. The suspected cause was due to occlusion alarms. Customer changed pump supplies to address the issue. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.